Manufacturer narrative:
Reference medwatches 2020362-2018-00046 and 2020362-2018-00047 for associated products. Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported the alarm did not sound when the patients weight was removed from the sensor pad. As a result the patient fell out of the bed and was found on the floor by the nurse. The patient was taken to hospital and received a cat scan. It was found that she had bleeding in her head. The date the injury occurred was not reported.

Manufacturer narrative:
Evaluation codes: the device was returned and testing found the unit to have met specifications. The alarm turned on with a low battery alert while in use with the batteries returned. The unit tested to have sufficient power to keep functioning normally. The nurse call port was tested and found to function normally. The device was returned with the delay switch set to 1 second, indicating there would be a 1 second delay from when weight is removed before the alarm would send out the alert. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).

Event description:
Supplemental required for additional information.